Event description:
It was reported by the plaintiff's attorney that on an unk date the plaintiff was implanted with an unk "pelvic mesh". It was alleged that the plaintiff was "caused and in the future will be caused to suffer severe injuries", and that the plaintiff has had other injuries.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.